Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated the device shuts down and then turns on while not allowing any user inputs. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive up and down arrow buttons due to corroded keypad traces. No alarm for an unexpected restart could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.